Event description:
The source literature reported that this patient presented with dyspnea and the device was subsequently reprogrammed. Seven years later, the patient presented again with dyspnea and the device was reprogrammed again. However, seven months later following a routine follow-up appointment, the patient received an appropriate shock for ventricular fibrillation (vf). A review of the device data indicated the vf originated as a result of r on t pacing due to the rhythmiq feature being enabled. The patient is continuing with normal follow-ups and no additional adverse patient effects were reported. The system remains implanted and in-service.